Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204: belt unusable) has been confirmed in the flags. Upon investigation the trunk cable connector latch was physically damaged and the electrode belt was unable to stay connected to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the device displayed a service doe 204 (monitor/belt unusable)